Manufacturer narrative:
The customer reported their newly installed hillrom progressa beds are causing the development of pressure injuries on post-surgical patients in the ICU. The customer could not associate a patient with a specific bed/serial number. At the time of the initial report, details of the severity of the pressure injuries or medical intervention, if any, were not provided. The following additional information was provided by the customer. There have been approximately 10 patients that have developed pressure injuries between january 2021 and october 2021. The total number of patients admitted to the ICU per year is 500-600 patients and 2% of the patients had hospital acquired pressure injuries during their admission. The patients developed pressure injuries approximately 3-5 days post-admission and did not have pre-existing pressure injuries. Age, gender, weight, and medical history was not provided. The duration of time on the bed was unknown and there were no device alarms or notifications observed prior to the reported events. The pressure injuries ranged from stage 2 and above in the areas of the sacrum, scapula on adult patients, and occipital region on pediatrics patients. The injuries were treated per the facilities skin injuries protocol including wound care, hydrogel dressings, antibiotics and surgical consultation if needed, leading to increased length of hospital stay, additional treatment plan and hospital resources. Prevention protocol in place at the reporting facility includes a complete skin assessment within 15 minutes of admission. Additionally, patients are turned every two hours except for those with contraindications (i.e., open wounds, unstable spinal cord, hemodynamic instability, etc.). Gel pads are used for patient positioning and the facility uses 1-2 linen sheets that are a blend of 35% cotton and 65% polyester on a ¿pro-555¿ therapy surface. Per the customer, outcome of the reported events could not be tracked as once patients¿ vital signs were stable, they were transferred to wards where interventions continued if needed and/or the patient was discharged. All beds reported by the customer to be involved in this event were inspected and found to be in good working condition. The inspection included general observations and software diagnosis. All beds were found to be without any failures. Additionally a retrieve of data of the progressa beds showed no error codes as measurements were always within specified ranges. An error code or message is a safety indication feature of the device designed to alert the user/clinician of a possible device problem so the device user may take appropriate action, which may include removing the device from service. The clinician would be alerted to the error code/message by a visual indication and/or an audible alarm tone. The instructions for use (IFU) contains definitions of the error codes/messages for user reference. The progressa bed will display a variety of error codes if any of the bladders do not meet the pressure set point within 10 +/- 1 minutes. Lastly, the bed has an error (3204) for excessive leak which would alert the user of head, seat, foot, and articulation faulty zone. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the therapy surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. A stage 2 pressure injury is categorized as partial thickness loss of dermis presenting as a shallow open ulcer with a red-pink wound bed, without slough. A stage 2 pressure injury may also present as an intact or open/ruptured serum-filled or sero-sanginous filled blister and is considered a moderate injury. Stage 3 and 4 pressure injury involves full thickness skin loss potentially extending into the subcutaneous tissue layer, tendon, muscle, or bone. Stage 3 and 4 pressure injuries often require medical or surgical intervention to preclude permanent impairment and therefore meets the definition of serious injury. As the staging of each pressure injury reported by the customer is unclear, hillrom is conservatively reporting this event as a serious injury. An additional inspection of the facility's progressa beds was performed. All beds inspected at the customer¿s facility functioned as designed and no malfunction was identified. This complaint remains a reportable serious injury for reasons stated above. Since the patients associated with the beds were not clearly specified , there were discrepancies with the serial numbers. Please note, the serial number has been updated after further clarification from the customer of the serial number involved in the reported incident. Based on this information, no further action is required.

Event description:
The customer reported their newly installed hillrom progressa beds are causing the development of pressure injuries on post-surgical patients in the ICU. The customer could not associate a patient with a specific bed/serial number. There have been approximately 10 patients that have developed pressure injuries between january 2021 and october 2021. The beds were located at the account. This report was filed in our complaint handling system as complaints #(B)(6).

Event description:
The customer reported their newly installed hillrom progressa beds are causing the development of pressure injuries on post-surgical patients in the ICU. The customer could not associate a patient with a specific bed/serial number. At the time of the initial report, details of the severity of the pressure injuries or medical intervention, if any, were not provided. The bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The following additional information was provided by the customer. There have been approximately 10 patients that have developed pressure injuries between (B)(6) 2021. The total number of patients admitted to the ICU per year is 500-600 patients and 2% of the patients had hospital acquired pressure injuries during their admission. The patients developed pressure injuries approximately 3-5 days post-admission and did not have pre-existing pressure injuries. Age, gender, weight, and medical history was not provided. The duration of time on the bed was unknown and there were no device alarms or notifications observed prior to the reported events. The pressure injuries ranged from stage 2 and above in the areas of the sacrum, scapula on adult patients, and occipital region on pediatrics patients. The injuries were treated per the facilities skin injuries protocol including wound care, hydrogel dressings, antibiotics and surgical consultation if needed, leading to increased length of hospital stay, additional treatment plan and hospital resources. Prevention protocol in place at the reporting facility includes a complete skin assessment within 15 minutes of admission. Additionally, patients are turned every two hours except for those with contraindications (i.e., open wounds, unstable spinal cord, hemodynamic instability, etc.). Gel pads are used for patient positioning and the facility uses 1-2 linen sheets that are a blend of 35% cotton and 65% polyester on a ¿pro-555¿ therapy surface. Per the customer, outcome of the reported events could not be tracked as once patients¿ vital signs were stable, they were transferred to wards where interventions continued if needed and/or the patient was discharged. All beds reported by the customer to be involved in this event were inspected and found to be in good working condition. The inspection included general observations and software diagnosis. All beds were found to be without any failures. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the therapy surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. A stage 2 pressure injury is categorized as partial thickness loss of dermis presenting as a shallow open ulcer with a red-pink wound bed, without slough. A stage 2 pressure injury may also present as an intact or open/ruptured serum-filled or sero-sanginous filled blister and is considered a moderate injury. Stage 3 and 4 pressure injury involves full thickness skin loss potentially extending into the subcutaneous tissue layer, tendon, muscle, or bone. Stage 3 and 4 pressure injuries often require medical or surgical intervention to preclude permanent impairment and therefore meets the definition of serious injury. As the staging of each pressure injury reported by the customer is unclear, hillrom is conservatively reporting this event as a serious injury. This evaluation addresses patient 8 of 10. Further investigation has been initiated and hillrom will provide a report with investigation conclusions no later than 12jan2022. If any new relevant information is received the injury and product functionality will be addressed accordingly.